Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9169513. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: on june 10, 2020, according to the doctor's advice, the surgical ward nurses responsibility class punctured a renal cyst patient preoperative ctu with indwelling needle. The responsibility class nurse successful punctured with needle 0.9 saline after sealing tube processing. It leaked out from the needle tube in physiological saline, so she immediately stopped using. She checked and found a gap about the size of 0.5 cm tube and replaced the same origin of the same batch number the same type of closed venous indwelling needle to repeat the puncturing, it increased patient's pain. In the subsequent operation, no similar problems were found with the same batch of products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, according to the doctor's advice, the surgical ward nurses responsibility class punctured a renal cyst patient preoperative ctu with indwelling needle. The responsibility class nurse successful punctured with needle 0.9 saline after sealing tube processing. It leaked out from the needle tube in physiological saline, so she immediately stopped using. She checked and found a gap about the size of 0.5 cm tube and replaced the same origin of the same batch number the same type of closed venous indwelling needle to repeat the puncturing, it increased patient's pain. In the subsequent operation, no similar problems were found with the same batch of products.